Event description:
A malfunction alarm with code "malf 0" was reported, but no notable events occurred prior to the issue, and there was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if the malfunction returns. The customer acknowledged and understood these instructions.